Event description:
The customer returned the device for service. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for inspection, pre-repair assessment showed that the device exceeded expected temperature. In the evaluation the technician found the hoses detaches from the device. The device was subsequently repaired.